Event description:
It was reported to philips that the device's nbp (non-invasive blood pressure) calibration is needed and error message displays.

Manufacturer narrative:
It was reported that the device's nbp(non-invasive blood pressure) calibration is needed and error message displays. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that nibp calibration is expired, nibp calibration performed, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.